Event description:
Boston scientific received information that at the most recent follow up visit, the battery status of this device displayed less then 5 months remaining. Reprogramming was done in an attempt to increase device longevity, and automatic capture (ac) as well as atrial flutter response (afr) was turned off, but the longevity remaining was even less then. Boston scientific technical services (ts) was consulted and stated that if the ac goes into retry when elective replacement indicator (eri) is reached. And when that happens the device calculates energy consumption at retry values to maintain the 90 day window between eri and end of life (eol). If the ac is off prior to reaching 1 year remaining, there might not be enough battery remaining to maintain the 90 day window. The boston scientific sales representative (sr) turned ac off, and the longevity remaining jumped to 2.5 years. The device remains implanted, will normal follow up planned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.